Manufacturer narrative:
The customer¿s report of leaking from the y-port was not confirmed on the reported bd set but was confirmed on a non-bd concomitant product. The leak could not be replicated by functional or pressure testing of the bd products. However, during flush testing of all ports, leaking was observed when flushing through the distal y-port of the 2-port non-bd extension set. Visual inspection of the leaking non-bd port revealed a vertical crack on the luer portion, extending from the luer opening and down into the body. Tool marks were not observed although stress marks were observed around the luer opening the root cause was not identified.

Event description:
The customer reported that tpn fluid was leaking (one drop every few seconds) from the first y port junction of the tubing at the closest y site port to filter line. No patient harm was reported.

Manufacturer narrative:
Concomitant medical products: bd psd set 10321214 lot unknown; two non-bd extension sets, manufacturer and model number unknown; a 1000ml b braun infusion bag (lot j7p102 exp 05/2020) of 0.15% potassium chloride in 5% dextrose and 0.45% sodium chloride injection usp. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that tpn fluid was leaking (one drop every few seconds) from the first y port junction of the tubing at the closest y site port to filter line. No patient harm was reported.